Event description:
A cracked and shattered touchscreen was reported, rendering the pump's screen illegible and unusable for interaction. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, and the customer planned to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery was not interrupted.